Event description:
Prior to a laparoscopic endometriosis procedure, the first handpiece was connected to the generator correctly and then sent through the cycle test . The test cycle took an abnormally long time to clear and then when the instrument was activated, a constant tone was heard after the second or third beep. It then continued as normal. They changed the handpiece for an new one which did the same thing. When looking in the back setting, the impedence was normal as was the pm value. However, the constant tone was still alarming. There was no pt consequence. Two devices are being returned.